Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter was reading inaccurately high, compared to another meter (relian). The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began on either (B)(6) 2016, between 8-30 and 9 pm. The patient reported she allegedly obtained an inaccurately high blood glucose reading of ¿397 mg/dl¿ with the subject meter compared to ¿129 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster), humalog and levemir. It is unknown if the patient made any changes to her usual diabetes management routine as a result of the alleged issue. The patient reported that around 5-6 hours after the meter issue began, she started to feel unwell and ¿passed out¿. She stated that when she started to ¿come round¿ around 3am she was treated with orange juice and started to feel better. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.